Event description:
Pt rec'd ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs and delivery accuracy at the time of release. Pump insulin delivery histories were reviewed with the pt and confirmed to be correct. The pt has stated that there was no pump malfunction and has continued to use the pump with no reported subsequent events.